Event description:
During the case, the catheter was not responding to torque on the catheter. The catheter was removed and damage to the distal section of the catheter shaft was observed. There were no adverse consequences to the pt.

Manufacturer narrative:
No pt consequences were reported. One used catheter was received on 04/11/2008. The unit was visually and functionally examined. Results of the testing are as follows: visual inspection found catheter shaft damage at the distal fuse area 9.1 cm from the distal tip. The catheter was held together by the internal components as designed. Catheters from the same lot were pulled from finished goods inventory and worst case conditions were simulated. The catheters were preconditioned for 4 hours in a heated 37 degrees c water bath (body temp), subjected to repetitive cycles of flexion/deflection (40 cycles steering) followed by 720 degrees twisting force (torque) based on the same acceptance criteria established during product design. With each rotation, the fuse area was examined under a microscope. Evidence of stress buildup was observed during the simulation testing, however, all four catheters retained mechanical integrity at greater than 2x the acceptance criteria. The test was continued to failure. The failure mode was only duplicated after 4 full rotations in the same direction which is beyond normal use. The fusing process is closely monitored. Process monitoring data was reviewed for the period of MFR of this lot as well as a 6 mos period and exceeds minimum tensile strength requirements of 3.37 lbs per iso 10555-1. In all cases, the catheter shaft stretched before a fuse joint failure occurred, indicating a strong fuse joint. Device history record for lot 61557 was also reviewed to ensure all mfg and inspection procedures were performed and reported as complete and acceptable. No evidence of a mfg error could be found. The 2007 and 2008 complaints were reviewed. This is a rare occurrence. The test data suggests that the catheter was over-torqued beyond normal use. Since load or tension must be placed onto the catheter, the distal section may have been entrapped in a pocket of tissue. The fusing process and tubing tensile strength have been validated to ensure mechanical integrity under normal use conditions. The instruction for use state "excessive bending or kinking of the catheter may cause damage to the catheter".